Event description:
It was reported that the pt was seen for scalp inflammation localized at the implant site. The findings were consistent with superficial skin infection with superficial skin breakdown. The pt was prescribed augmentin, 875 mg twice a day for two weeks, and bactroban ointment on (B)(6)2013. The pt returned for a follow-up appointment and the skin irritation area showed slight improvement, through still significantly irritated. The pt continued using the bactroban ointment. On (B)(6) 2013, the pt showed some improvement of swelling without drainage, but still with superficial ulceration of the skin with skin breakdown.